Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non product experience. A new device was implanted. No additional adverse patient effects were reported. This product has not been returned for analysis.